Manufacturer narrative:
Product event summary: at analysis the stated reason for return of "printer faulty" was not confirmed, the printer passed its test. However it was noted that an overheat problem occurred during the software update sequence and the power supply was replaced to resolve. It was additionally noted that the stylus was missing, the latch of the cable bay was broken and a software error was found in the software history. The stylus and the cable bay were replaced, the stylus calibrated, new software was installed and the device was cleaned and it passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that the programmer's printer was faulty. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.